Event description:
It was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or other antiplatelet medication at the time of index procedure. The subject received a loading doses of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. One (1) day post procedure transthoracic echocardiogram (tte) revealed mean pressure gradient of 12 mm hg, ejection fraction of 60% and no aortic regurgitation and the patient was discharged on aspirin. Five (5) days post index procedure, the patient presented emergently with presyncopal episode and was noted to have severe bradycardia with a heart rate of 30s and complete heart block. On the same day, the subject was hospitalized for further evaluation. Cardiology was consulted and a temporary pacemaker was placed. Electrocardiogram (ECG) revealed atrial flutter with controlled ventricular response with occasional premature ventricular complexes. Left axis deviation, right bundle branch block. Six (6) days post index procedure, repeat ECG revealed underlying atrial flutter, ventricular paced rhythm with premature ventricular conduction reflexes. Electrophysiology was consulted and a new permanent pacemaker was recommended. A dual chamber non-bsc pacemaker was successfully implanted. The patient was recommended to resume av nodal blockers post implant along with healthy heart diet. Six (6) days post index procedure, the event was considered to be recovered/resolved and subject was discharged on aspirin and warfarin.